Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence, urgency, frequency, hematuria, sling erosion, dyspareunia and incomplete bladder emptying. The device was partially explanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams intexen-porcine dermis - (B)(4).